Event description:
A malfunction on the pump was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump after the customer retrieved the necessary charging supplies. The malfunction was resettable, and no further action was required.